Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to sub-cuff atrophy and the patient had recurring incontinence. There was no device malfunction found. A new aus was placed, and no other patient complications were reported.